Event description:
Alleged the bed suddenly went into the trend position. The pt was not injured as a result of the problem.

Manufacturer narrative:
The technician indicated that the bed was in the birthing suite with a pt on the bed when the alleged problem occurred. The technician inspected the bed and found the shoulder bolt and nut was missing from the right trend mechanism. The technician checked the bolt on the left trend mechanism and found that it was in place, but loose. He stated the trend mechanisms had a build up of dirt and a substance that indicated preventative maintenance was unlikely to have been carried out within the last twelve months as per MFR specification. This was confirmed by biomedical engineering, and no pm report could be provided. The technician recommended that the hosp follow the recommended pm schedule that is spelled out in the service manual. Parts to repair the bed are on site and ready to be installed but the hosp staff thinks the tga has asked for the bed not to be repaired until they give the okay.